Manufacturer narrative:
There was no device available for analysis. Therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices, as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported, that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). All components were removed and replaced. A leak in the explanted cuff was identified. There were no further patient complications.